Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was device discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: aa15, serial/lot #: (B)(6) ubd: , UDI#: (B)(4). Product ID: aa15, serial#: (B)(6) product analysis: evaluation determined that the tool stuck into the attachment while inserting. The likely cause of the failure is due to bearings are broken and corroded. It was also noted that the lock twist found jammed. Output drive shaft assembly found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of dissecting tool breakage and removal difficulty. It was reported that there was no patient involvement. Repair request escalated to a product event based on reason for return.